Event description:
Caller reported that tandem mobi cartridge alarm 34 occurred with two different cartridges consecutively during pumping. The customer's blood glucose level did not exceed 500 mg/dl. Technical support confirmed the issue with the pump history and provided a replacement pump, instructing the caller to return the faulty pump within 10 days using a pre-paid return label. The customer was also guided on how to handle the pump storage and delivery procedures.